Event description:
Reportedly, after firing, the device could not be removed from anastomosis site, left anvil in rectum and removed the instrument. Resected incomplete anastomosis and removed anvil without any pt injury.